Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #402a, serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, fiber life activated constantly with the first fiber @ 51,505 joules and the second fiber @ 110,518 joules. The procedure was completed using a third fiber @ 39,977 joules. Patient outcome listed as ¿ok.¿ this report is for the first fiber used.